Manufacturer narrative:
Information received indicates the brake does not hold at the foot end of the bed. The technician replaced the torque tube assembly, the rocker link and the connecting rod to repair the bed.

Event description:
Information received indicates the brake does not hold at the foot end of the bed.